Manufacturer narrative:
The solenoid valves and data acquisition board were returned for failure investigation. The 1108 error code could not be duplicated. Visual inspection of both components revealed no evidence of damage or contamination. The data acquisition board and solenoid valves were installed in a fi test ventilator to duplicate the reported problem. The 1108 error code could not be duplicated. There was no failure found.

Manufacturer narrative:
It was reported that the unit was being set up for use. No patient or user harm was reported. The fse verified the pin alignment between solenoids and the da pcba. It was reported that the fse replaced the machine auto-zero solenoid (sol 2 and sol 4), and the da pcba. The fse completed the required verification tests with no issues.

Event description:
Flow sensor ventilator maintenance alarm. It is unknown if the device was in use on a patient at the time of the event; however, there was no patient or user harm reported. The field service engineer (fse) evaluated the incident and confirmed the reported alarm. Further information is pending.